Event description:
Info was received in 2005 from physician via a nurse, regarding a pt with a medical history of osteoarthristis, who experienced a right knee effusion and right knee swelling. The pt began synvisc therapy in 2004. The pt received synvisc injections in 2004 into the right knee. On an unk date, following the second injection, the pt experienced right knee swelling. On an unk date, the physician aspirated the right knee and injected depo-medrol. The physician assessed the causality as probably related to synvisc injection. At the time of this report the pt's outcome was unk.